Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the health care professional (hcp) requested compatibility guidelines for an MRI unrelated to the device or therapy on (B)(6) 2016. The implantable neurostimulator (ins) was dead and was told by someone they contacted that the patient had an old system. It was stated that it was most likely just depleted since it was an old system. Additional information was received from a consumer regarding the patient on (B)(4) 2017. It was reported that the patient had her device replaced on (B)(6) 2017 because she forgot to recharge it three times. She cannot remember when those times were. It was noted that one of the accidental overdischarges occurred when the patient was in the hospital three years prior to the report for something unrelated to the device/therapy. She never had to get her device ¿jump started¿ however, and she let it run and get low until it ran out. When she got the replacement, she insisted on a non-rechargeable device, but woke up with another rechargeable device. The patient plans to travel the world, and can¿t carry all that equipment around with her. The patient was redirected to discuss the concern with receiving a rechargeable device with the health care provider and she stated that she will probably have it remove and refuses to keep up on charging. The patient¿s medical history includes that while the patient was in the hospital three years prior to the report for something unrelated to the therapy, she died for a few minutes,but nobody knew. It was also noted that the patient is now dealing with memory loss and brain issues. The patient had to get an MRI due to the brain issues and confirmed that it was not related to the spinal cord stimulation device.

Manufacturer narrative:
Patient weight was asked, but the patient did not disclose the information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. No further information was given regarding the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.